Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was "high" and pump was used to address bg. Pump system check was performed and cause of blockage could not be confirmed. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.